Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the implantable cardioverter defibrillator (ICD) patient that ever since they have received the device, they had been sick or had been in the hospital. The patient stated that included having kidney failure and that everyone said that the patient's heart , the muscle was not working right as the patient was retaining water and blowing up like a balloon. The patient stated that the doctor said its because the heart was out of rhythm and that is why their kidneys were not working. The device remains in use. No further patient complications have been reported as a result of this event.